Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had noted that the patient had not contacted their clinic office for any issues and had not seen the patient since 2005. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that in approximately (B)(6) 2012, the patient's implantable neurostimulator (ins) started to erode with the tip of the ins exposed. The ins was coming out of the patient's body holding on by the leads. An appointment was scheduled for (B)(6) 2012 but the ins came out before that. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's implantable neurostimulator (ins) was protruding from the body in 2011 and came out of the body in 2012. The ins began to stick out of the body and then came all the way out of the body. They cut the lead from the ins, but the lead was still in the patient's body. The patient was told by one health care provider (hcp) that it would be able to leave the lead attached and in the body and another hcp told them they should have it removed because it was a foreign body. The patient was not having any problems with the lead that was in their body or any issues. A hospital did an ultrasound and the lead seemed to be where it was supposed to be. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID 7435 serial# (B)(4), product type programmer, patient product ID 3093-28, lot# j0546245v, implanted: 2005 (B)(6), explanted: product type lead product ID 3093-28, lot# j0546245v, implanted: 2005 (B)(6), explanted: product type lead. (B)(4).